Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm (led) light emitting diode failed issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported alarm (led) light emitting diode failed. There was patient involvement, but no one was harmed.